Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low amplitude. (B)(6) technical services (ts) advised to consider making the device less sensitive in an effort to mask the extra signals until the lead can be evaluated. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).